Event description:
It was reported that the stopcock that should be between the reservoir and the sampling sites "was positioned upstream instead of downstream from the syringe point of view." The problem was identified prior to use and no patient injury was reported.

Manufacturer narrative:
One single dpt - vamp plus kit was returned for evaluation. Priming solution was visible inside the kit; however, the kit did not appear to be used on a patient. No visible blood was found at the distal tubing connector. The tubing of the vamp system was assembled incorrectly. The returned product defect was consistent with photo submitted by the customer. The section of tubing with sample sites had been bonded to the reservoir instead of to the reservoir stopcock, as per the applicable drawing. As a result, there was no stopcock between reservoir and sample sites. Shut-off stopcock between the reservoir and the sample sites would ensure blood was drawn from the patient, not from the reservoir, during the blood sampling process. The complaint was confirmed as related to the manufacturing process. An investigation will be opened to determine any necessary corrective actions.